Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor alarm. It was stated that the force sensor has been broken. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and prime test due to loose protruded drive support disk. However, the insulin pump passed displacement test, operating currents, self test and a21 error test. The insulin pump had minor scratched display window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.